Manufacturer narrative:
Lot review: a review of lot# 3273195 showed that 2,800 units were manufactured, tested, inspected and released in (B)(4) 2016, citing no exception documents. Not returned.

Event description:
Complaint received regarding one k098-001, 100" 20 drop y-type blood set w/200 micron filter, hand pump, 2 claves, rotating luer and filter cap, lot# 3273195 (mfd. June 2016). Report states "we utilize these gravity blood set to infuse stem cell transplants. Today the entire set had to be changed after about 80% of the transfusion had been completed when the handpump had emptied out and air bubbles were starting to travel toward the patient's central venous catheter. There was no way to get fluid back into the handpump. We lost several mls of stem cell product when this set had to be changed out and a new set had to be used. No adverse patient consequences reported.